Event description:
Affiliate reported that on 18 apr 2010, the device was implanted and on (B)(6), csf leakage was noted from the surgical wound site of shunt procedure. Resuture for the surgical wound site was done, but the csf leakage still remained. On (B)(6), the device was replaced by (B)(4) via v-p. During the surgery, it was found that the silicone housing was damaged and the sg was exposed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. Upon examination of the device, it was noticed that there were many needle and scalpel marks on the silicone housing and that the silicone housing was torn. Although it is not possible to determine how the housing became torn, it is possible the device came in contact with a sharp instrument. This however could not be confirmed. Additional information was added to the instructions for use warning healthcare users to exercise extreme care, silicone has low cut and tear resistance. Furthermore, an action was taken through the development and implementation of a new mold for housings. Wall thickness was added in the stressed section of the housing, which would reduce the likelihood of the propagation of any small damages to the silicone material. The new mold was implemented in (B)(6) 2007, and this valve was manufactured before this new mold implementation. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar events. At the present time, this complaint is closed.